Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test dop114-830. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings and had high blood glucose level. The customer¿s blood glucose was 500 mg/dl and the sensor glucose was 50 mg/dl something and 70 mg/dl something. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range and this is the third sensor that this has occurred. Customer reported that insulin delivery was suspended due to sensor glucose values. Customer reported that sensor¿s inaccurate readings caused high blood glucose and had to change sensor. Customer reports they are unable to upload to carelink. Customer reported that sensor glucose values that triggered the suspend event: 50. Customer had a blood glucose of 500 mg/dl but declined high blood glucose troubleshoot . The insulin pump will be returned for analysis.